Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a large volume folfusor. The pump was filled with flucloxacillin 8000mg, 230ml nacl and citrate buffer (34.8mg/ml). Excess volume of 75ml was observed after 24 hours of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: april 25, 2016 ¿ april 26, 2016. One actual folfusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.